Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being due to pt outcome.

Event description:
During deployment, the user is questioning the "no shock advised" notification given by the device.